Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that there was a thrombus. It was reported via social media that a patient had a watchman closure device implanted. 6 weeks post procedure a thrombus was seen on transesophageal echocardiogram. The patient was put back on blood thinners. It was further reported that 6 weeks after this event the patient had a follow up transesophageal echocardiogram procedure and the thrombus was still present. The patient will remain on blood thinners.

Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that there was a thrombus. It was reported via social media that a patient had a watchman closure device implanted. 6 weeks post procedure a thrombus was seen on transesophageal echocardiogram. The patient was put back on blood thinners.